Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 60 months, loss of capture on the ventricular channel was reported. Patient with an escape rhythm of 20 bpm. Amplitude and duration were increased but capture was not successful. Lead damage could not be identified during x-ray. A temporary lead was implanted in emergency.